Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. Initial troubleshooting involved replacement of a sample probe and sample syringe, however this action did not resolve the issue. A subsequent fse visit was required. Fse observed pinched detergent roller tubing on the analyzer. Pinched detergent roller tubing can result in inadequate washing and carryover contamination in the cuvettes. Fse also identified chipped mix bars. The user guide instructs the operator to inspect mix bars as part of daily maintenance of the au680 clinical chemistry analyzer. The cause of the event is attributed to use error. The operator did not perform routine maintenance correctly. Following the fse troubleshooting the analyzer was returned to the customer performing within specification. The patient demographics were not provided by the customer. (B)(4). The related MDR's for this event documenting the other patients involved are: 9612296-2016-00052, 9612296-2016-00053, 9612296-2016-00054, 9612296-2016-00055, 9612296-2016-00057.

Event description:
A customer reported the generation of erroneously high creatinine patient results on their au680 clinical chemistry analyzer. The results were released from the laboratory. The customer stated that they were notified by a number of treating physicians the occurrence of erroneously high creatinine patient results generated from their lab. The customer reviewed their creatinine results and noted they were running approximately 0.3mg/dl higher. The customer stated there was a change in patient treatment for 6 patients involved. The customer stated that quality control (qc) was analyzed prior to and after the event and all were reported as being within specification. Patient 5 was administered intravenous (IV) saline as a consequence of the erroneously high creatinine result.